Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on april 27, 2022. During the procedure, the bands got stuck and could not completely deploy. The procedure was completed with another speedband superview super 7. It was noted there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(Initial reporter address 2): (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only the ligator head) was analyzed, and a visual evaluation noted that an extra knot was in the distal side of the suture, which was not damaged and was just made probably as customer preference. The device was observed under magnification and both the suture hole and the ligator head teeth were in good condition. However, the ligator thread was split into two pieces (frayed suture) placed on the tooth and as result of this damage, the band could not be deployed. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator thread was split into two pieces (frayed suture) placed on the tooth. This suggests that the device could not deploy. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 device was used after the expiration date. An investigation related to the frayed suture in two pieces on the tooth of the ligator head determined that the issue was related to the manufacturing process. Corrections have been implemented in the manufacturing line to prevent this from reoccurring. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on april 27, 2022. During the procedure, the bands got stuck and could not completely deploy. The procedure was completed with another speedband superview super 7. It was noted there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 2): (B)(6). Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (only the ligator head) was analyzed, and a visual evaluation noted that an extra knot was in the distal side of the suture, which was not damaged and was just made probably as customer preference. The device was observed under magnification and both the suture hole and the ligator head teeth were in good condition. However, the ligator thread was split into two pieces (frayed suture) placed on the tooth and as result of this damage, the band could not be deployed. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator thread was split into two pieces (frayed suture) placed on the tooth. This suggests that the device could not deploy. An investigation related to the frayed suture in two pieces on the tooth of the ligator head determined that the issue was related to the manufacturing process. Corrections have been implemented in the manufacturing line to prevent this from reoccurring. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency. Block h2 (additional information): block d4 (lot number, expiration date), block h4 (device manufacture date), block h6 (device codes), and block h10 have been updated based on the additional information received on july 7, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2022. During the procedure, the bands got stuck and could not completely deploy. The procedure was completed with another speedband superview super 7. It was noted there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.